Event description:
The customer reported a heart rate problem on the monitor (incorrect low frequency) when connecting the x2. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone number: +(B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The rse had the customer connect an x2 to the monitor to verify the parameters and rule out a hardware issue. The rse had the customer perform cross-testing by using another known functional x2 and connecting it to the same monitor. Results showed no error message was displayed. The configuration change that was performed confirmed that this was an inappropriate lead configuration and not an alarm failure or hardware malfunction. The issue was not related to alarm triggering. The analysis was therefore directed toward a configuration issue rather than a hardware fault. After changing the ECG lead selection (from lead I to a secondary lead), the heart rate value returned to normal on the monitor. It's been concluded the root cause of the issue was an inappropriate lead configuration and not an alarm failure or hardware malfunction. Based on the information available in the case and provided by the rse, the cause of the reported problem was confirmed to be an inappropriate lead configuration. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.